Event description:
Medtronic received information that during the implant procedure, on the first deployment via the delivery catheter system (dcs) of this 26 millimeter (mm) transcatheter bioprosthetic valve, the valve would not stay in annular position at 80% deployed. This system was removed from the patient. A new dcs and a 29mm valve were then attempted. At 80% deployment, this valve also would not stay in annular position. The system was removed from the patient. Of note, no pre balloon aortic valvuloplasty (bav) was performed. A sizing issue with both the 26 mm and the 29 mm valve was considered to be the possible cause. Also, the patient's root angle was 69 and was noted to possibly have contributed to the dislodgements. The physician elected to switch to balloon expandable valve for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.